Event description:
The consumer indicates that her brushing her teeth for less than two mins when a bundle of bristles came off. The consumer's daughter spat the bristles out immediately. The consumer contacted the MFR and explained the situation; the rep she spoke with told her that this happens with essential oils or coconut oil. The consumer explained that her daughter uses regular (B)(6) toothpaste, which does not contain any of the aforementioned. The consumer plans on keeping the unit for at least the next thirty days in case an investigation ensues. (B)(4). Retailer: (B)(6). Purchase date: (B)(6) 2019 - this date is an estimate.